Event description:
Healthcare professional (hcp) reported one incident of a blood leak with the psn 210 dialyzer. Incident occurred 45 minutes into treatment and was noted by the cobe c3+ hemodialysis machine's blood leak alarm. Blood leak was not confirmed visually in the dialysate but was confirmed with positive hemastix. Estimated blood loss was 150 cc, as a result of not returning blood to the patient from the extracorporeal circuit. Treatment was resumed on a new dialysis machine with new disposables and completed without further incident. No patient injury or medical intervention was reported per hcp.

Manufacturer narrative:
Evaluation results will be communicated in a follow up medwatch when the evaluation is completed. A batch review conducted by the manufacturing facility revealed no aberrances. Review of complaint history reveals one additional complaint against the lot number reported.